Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial alarm occurred at the start of a routine hemodialysis treatment. Air was observed in the arterial line by the operator and could not be resolved. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the line. The user's guide provides adequate instructions for troubleshooting air alarms. The exact source of the air cannot be determined, however, per the user's guide, the most likely cause of air in the arterial line at the start of treatment includes loose connection or disconnection at arterial access, air in saline used for prime, poor flow thru arterial access or clamped patient line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.